Manufacturer narrative:
(B)(4). It was reported that the event was diagnosed "about a month ago." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated intraperitoneally with two unspecified antibiotics (doses and frequencies not reported) for the event. The patient was discharged from the hospital on an unknown date and continued antibiotic treatment. It was reported that the patient recovered from the peritonitis event. Dianeal therapy was ongoing. The patient's caregivers were all retrained on proper aseptic technique. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). During follow up with the nurse, the peritonitis was reportedly manifested by abdominal pain. The nurse clarified that the cause of the peritonitis was a breach in aseptic technique. The patient was treated with fortaz (intraperitoneal (ip), dose, frequency, and duration not reported) and vancomycin ((ip), dose, frequency, and duration not reported). Treatment also included having the catheter replaced. The patient recovered in the second week of (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.